Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had ongoing high blood glucose (bg) levels (300-392 mg/dl) and correction boluses were delivered to address the high bg. The customer did not know the cause of the high bg. A pump system check was performed using the current pump supplies and no device issue was identified. Reportedly, the customer had been using humalog in the cartridge for 5-7 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer acknowledged the information.